Event description:
On (B)(6) 2024, it was reported that pump had flow rate issue.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/4/2024: upon receiving, the pump's offset was set to -1% with an additional calibration set to -6 for a total offset of -7. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.